Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found cut tubing through pinch valve vl53b. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The volume of the leak was about 2 ml and was not contained within the instrument. The customer could not identify the source of the leak. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.